Event description:
As reported, during an unspecified procedure, the "plastic white tip/cap" of hydrosurg irrigator on the handle end disconnects from item falling into the surgical field. It was reported that there was increasing risk of retained surgical item and surgeon witnessed this issue on two occasions with some difficulty by the or team to locate the piece/component. There was no reported patient injury.

Manufacturer narrative:
As reported, hydrosurg "plastic white tip/cap" popped off during procedure. Additional information has been requested. The subject device was not returned for evaluation. Based on the information provided and without having the sample to evaluate, no conclusions can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event is considered to be a best estimate as (B)(6) 2023 based on the date of awareness. This MDR represents device #2. An additional MDR was submitted to represent device #1. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.